Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device had an unk problem. Complainant indicated that there was no pt involvement in the reported malfunction. During investigation at zoll medical; the device displayed "pacer disabled," "defib disabled," and "pacer fault 116" messages.